Event description:
It was reported that a cartridge alarm occurred during insulin delivery. During troubleshooting with tandem technical support, the alarm was cleared and customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.